Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were still intact. / no physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on december 4, 2022. It could not confirm the customer reported issue. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. Preventively, replaced the downstream, and upstream sensor re-calibration.

Event description:
It was reported during use the pump alarmed a no message. No patient injury. No additional information.